Event description:
As reported, after removal of a 5f exoseal vascular closure device (vcd) from the patient, the plug did not detach from the exoseal vcd device, and the device failed to achieve hemostasis. Upon removal, blood was still observed flowing from the puncture site. The plug did not fall out of the shaft, was not partially deployed, and was not fully inside the shaft. There was no indication that the plug was deployed intravascularly, and the patient did not exhibit any signs or symptoms of distal blood flow occlusion. 20 minutes of manual compression was applied for hemostasis. There were no reported injuries to the patient. The exoseal vascular closure device (vcd) was used in an interventional procedure. The procedure was performed using a retrograde approach with an unknown sheath. The physician was certified to use the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. There were no visible signs of device or packaging damage prior to use. One exoseal device was used for the patient with an unknown sheath introducer. Angiography confirmed the suitability of the femoral artery, including verification that the sheath insertion angle was 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, and no significant calcification, plaque, stent, or stenosis greater than 50% was observed at or near the puncture site. Before using the exoseal vcd, there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deployment button was fully pressed and flushed with the handle. There was no blood flow observed from the bleed-back indicator when the button was depressed. The exoseal vcd and sheath introducer were removed as a single unit approximately 1¿2 seconds after pressing the deployment button. The indicator wire was not visible when the device was removed. Additional details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after removal of a 5f exoseal vascular closure device (vcd) from the patient, the plug did not detach from the exoseal vcd device, and the device failed to achieve hemostasis. Upon removal, blood was still observed flowing from the puncture site. The plug did not fall out of the shaft, was not partially deployed, and was not fully inside the shaft. There was no indication that the plug was deployed intravascularly, and the patient did not exhibit any signs or symptoms of distal blood flow occlusion. 20 minutes of manual compression was applied for hemostasis. There were no reported injuries to the patient. The exoseal vascular closure device (vcd) was used in an interventional procedure. The procedure was performed using a retrograde approach with an unknown sheath. The physician was certified to use the exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. There were no visible signs of device or packaging damage prior to use. One exoseal device was used for the patient with an unknown sheath introducer. Angiography confirmed the suitability of the femoral artery, including verification that the sheath insertion angle was 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, and no significant calcification, plaque, stent, or stenosis greater than 50% was observed at or near the puncture site. Before using the exoseal vcd, there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deployment button was fully pressed and flushed with the handle. There was no blood flow observed from the bleed-back indicator when the button was depressed. The exoseal vcd and sheath introducer were removed as a single unit approximately 1¿2 seconds after pressing the deployment button. The indicator wire was not visible when the device was removed. Additional details were requested but were not provided. One non-sterile exoseal vascular closure device, 5f, was returned for investigation. Additionally, one photo was provided for review. Per the picture analysis, it shows a 5f exoseal with the cowling guard locked, already inserted into a non-cordis catheter sheath introducer (csi). The delivery shaft presented blood residues, and the indicator wire was retracted. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No csi was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, two (2) kinked/bent condition were observed in the delivery shaft, located 14.5 cm and 15.5 cm from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near the affected area to verify the outer diameter. The results obtained were found to be within specification. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device as it was received fully deployed with no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, two kinks were found in the delivery shaft. Based on the information available for review, product analysis, and picture analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site¿. Neither the product analysis, picture analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.